Event description:
It was reported that the during a follow up, suspected externalized conductors between svc and rv coils were observed via fluoroscopy. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.